Event description:
Device report 1 of 3: ref MFR reports - 1627487-2012-09616, 09617. The pt is implanted with a percutaneous lead and a surgical lead. It was reported the pt had been experiencing discomfort at the ipg pocket site regardless of whether stimulation is in use or not. The pt indicated of discomfort when the sjm rep attempted to reprogram the system. X-rays indicated the percutaneous lead has migrated to the left and is superior to the ipg. Further the pt reported several months back while she was getting into the car, her husband started driving and she had to catch herself to keep from falling. After this incident, she felt a pulling sensation and a change in stimulation therapy. The pt is working with her physician to determine the next course of action. Surgical intervention maybe considered to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.